Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited an insulation breach which was discovered during a pulse generator revision procedure. No clinical observations were reported prior to the procedure. It was reported that the physician tried a lead repair kit on the lead. Subsequently, it was reported that the lead exhibited noise, out of range pacing impedance measurements greater than 2,000 ohms and increased pacing thresholds. It was reported that the sensing of this lead was programmed off. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.